Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 316 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Updated first sentence, added conclusion code (B)(4), per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that an unspecified malfunction occurred after the pump was dropped.